Event description:
It was reported that the patient presented to the emergency room with a dead battery. Upon review it was discovered that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.